Event description:
Physician used a hipoint 70 catheter inside of a kinked walrus baloon guide catheter to reinforce stability and avoid losing access. When he reached the kinked portion he reported to have pushed against the resistance inside the kinked walrus catheter, causing the tip of the hipoint 70 to separate. The walrus catheter was pulled out with the hipoint 70 tip inside the catheter. No harm was caused to the patient. Hipoint 70 catheter is not compatible with the walrus baloon guide catheter.